Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 34 in. (86cm) single port single bladder a.t.s. Cylindrical cuff, part number 60760000600 and lot number z000004007, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2016, it was reported from (B)(6) that a 34 in. (86cm) single port single bladder a.t.s. Cylindrical cuff was found to be leaking. On 06 sep 2017, a returned product investigation was performed on the 34 in. (86cm) single port single bladder a.t.s. Cylindrical cuff. The physical evaluation revealed that the returned cuff had a breach in the bladder seal causing the cuff to leak. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 34 in. (86cm) single port single bladder a.t.s. Cylindrical cuff had a leak due to a breached bladder seal, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the cuff deflated during surgery due to an air leak. There was a delay of between 16 and 30 minutes. No other adverse events were reported as a result of this malfunction. The physical evaluation revealed that the returned cuff had a breach in the bladder seal causing the cuff to leak.